Manufacturer narrative:
A general reagent issue can be excluded since the qc and the calibration were acceptable. The alarm trace did not show any abnormality. After the service actions were performed by the field service engineer, the instrument was performing within specifications. The service actions resolved the issue in a reasonable and commonly trained manner. No further issues were reported after the service visit. The root cause was consistent with a hardware-related issue.

Manufacturer narrative:
The creatinine reagent lot number was 915746 with an expiration date of 31-jul-2026. The sodium electrode reagent lot number and expiration date were not provided. The calibration and qc were within range on the day of the events. The field service engineer performed preventive maintenance on the instrument and replaced the syringe seals. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay and 1 patient sample tested with sodium electrode on a cobas 6000 c501 module. Patient 1: creatinine: initial result: 34.9 umol/l. The initial result did not match the patient's previous results, prompting the repeat of sample 1 twice: 1st repeat result: 91.3 umol/l. 2nd repeat result: 91.8 umol/l. Patient 2: sodium: initial result: 157 mmol/l. A new sample was withdrawn and tested, resulting in a value different from the initial result, prompting the repeat of sample 2 twice: 1st repeat result: 142 mmol/l. 2nd repeat result: 141 mmol/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results for sample 1 and sample 2 (142 mmol/l) was issued.